Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a bent tubing on the infusion set on (B)(6) 2025, which resulted in elevated blood glucose (349 mg/dl) and lasted for couple of hours. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The reference samples for the lot 6007323 have already been previously tested in the complaint (B)(4) on 13-apr- 2025. Test results: the reference samples were visually inspected and tested for flow. All test results were within specifications as per the test report (B)(4) .pdf attached in this record. Device history record (DHR) review packaging lot: the lot 6007323 was manufactured according to the work instruction (wi) version 64, in the machine multivac 14, on 01/jun/2024, with a total of (B)(4) units. Glue-tubing lot: the lot 4e03434 was manufactured according to the wi version 64, in the machine sc05 and sc06, on 24/may/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 02/jul/2025 against malfunction code tubing is damaged (e.g., kinked, deformed, twisted, collapsed, or pinched) and lot 6007323 and one other complaints have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples related to the complaint, no non-conformance (nc) raised during production, one other complaint was received on the lot in question and malfunction, no further action are required, therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.